Manufacturer narrative:
During inspection, there was a kink in the fiber jacket approximately one inch from the distal tip. The reported issue (fiber not recognized) was due to a failure of the fiber radio-frequency identifier (rfid). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the single-use fiber was not read by the laser unit. When the fiber was brought in proximity with the socket, the slot on the laser unit did not open to allow the user to connect the fiber. Another fiber was used to complete the intended procedure. The subject device was sent to olympus for evaluation. During inspection, there was a kink in the fiber jacket. This report is being submitted for the malfunction found during evaluation (damaged fiber). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter which noted the reported event (single-use fiber was damaged and not read by the laser) occurred during an unknown procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause for this fiber damage has been determined to be due to mishandling of device during the return process. The device was received at the olympus repair facility without the protective tubing it is usually packaged in. Additionally, the fiber damage was not noted at the customer site and the most apparent reason for this is that the bend in the fiber did not occur until after the fiber had been determined to be unusable and shipped back to olympus. Olympus will continue to monitor field performance for this device.